Manufacturer narrative:
E1: patient city: (B)(6) patient country: (B)(6).

Event description:
Unomedical reference number (B)(4) event occurred in the (B)(6). It was reported that the patient visited the emergeny room and eventually hospitalised due to high blood glucose level on (B)(6)2024 and the ketone level result was 4. The infusion set was in use for 48 h. The glucose level was 500mgdl at the time of incident and the patient was treated with IV insulin. No further information available.